Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "the device related to the reported event of rupture was received on february 11, 2021 with lot number 1315781. Analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken crease on radius, stress marks, fold creases, wear abrasion and observed a 40 mm dark patch edge material inside device gel. Based on the device analysis the final assessment is: a sharp broken crease on radius assessed as fold flaw opening."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.